Manufacturer narrative:
(B)(4). The investigation is ongoing. This is one of two manufacturer reports being submitted for this case. This report represents the delivery system used during the case.

Event description:
As reported by our affiliates in (B)(6), during implant of a 29 mm sapien 3 valve inside a pre-existing mosaic surgical valve in the tricuspid position via right femoral venous access, there was some difficulty crossing the pre-existing surgical valve with the sapien valve and delivery system due to the angles involved. During balloon inflation it was noted the valve alignment onto the balloon was never performed. Inflation was stopped, the distal (outflow) end of the valve was partially inflated. The balloon was pulled negative and valve alignment was performed with difficulty. A second balloon inflation was attempted, however, the balloon had ruptured. The valve and delivery system were retrieved into the distal end of the sheath without too much issue, however, they were all removed from the vein via surgical cut-down to avoid a vascular injury. The procedure was aborted. At the time of the report the patient was stable and recovering in the hospital. Review of a photograph of the esheath showed liner delamination.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-01793 the device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the relevant device, visual, functional or dimensional analysis was unable to be performed. As a result, a manufacturing nonconformance is unable to be determined. Relevant pictures from the complaint site were reviewed and revealed the following: the delivery system was severely bent after positioning the valve, indicating a difficult path for crossing. During deployment, the valve was not placed between the valve alignment markers resulting in partial expansion of the valve. The balloon was inflated distally prior to performing valve alignment. The flex tip was not over the middle of the triple marker during deployment. The distal end of the inflation balloon (pumpkin) was bunched, indicating difficulty with valve alignment. The valve was within the working length of the balloon after the delivery system was retrieved. As reported, the delivery system was advanced across the surgical tricuspid valve with some difficulty due to the angles involved. The anatomy of the path leading to the prosthetic valve likely caused difficulty crossing it. As shown on the provided imagery, the delivery system was severely bent during deployment indicating a difficult path. The valve was partially deployed prior to performing valve alignment. If the valve was not securely crimped onto the balloon during alignment, it may have been more likely to become non-coaxial relative to the flex tip. Additionally, performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate thv ¿diving¿ into the flex tip. The study showed that higher valve alignment forces correlated with tortuous anatomy and valve diving. The training manual provides an illustration of valve diving, as well as troubleshooting tips. The provided imagery depicts a path in which the delivery system may have been bent during valve alignment. Since the balloon was inflated prior to performing valve alignment it is possible residual fluid was present in the balloon during valve alignment. Residual fluid in the balloon would push back on the valve during valve alignment contributing to increased forces. An engineering study was previously performed and showed that residual fluid in the balloon increased valve alignment forces. Furthermore, by inflating the balloon prior to valve alignment, the balloon may have been unpleated/unfolded. This would increase the profile of the balloon making it difficult to push the valve over it during valve alignment. Review of complaint history suggests that difficulty with valve alignment can contribute to a balloon tear, resulting in a leak, as high alignment forces can put larger than normal stress on the crimp balloon, tearing it. This issue and associated risks have been documented in a product risk assessment (pra). Additionally, the increased balloon profile and partially expanded valve could have led to the flared struts puncturing the balloon resulting in leakage. The use of a sapien 3 valve with the commander delivery system for a tricuspid valve in valve procedure is not indicated for use in canada at this time. As such, off label use may have contributed to the complaint events. Available information suggests that patient (tortuous anatomical path to prosthetic valve) and/or procedural (partially inflating valve prior to valve alignment, off label use) factors may have contributed the complaint events. However, a definite root cause is unable to be determined. Per manufacturing mitigations, during balloon manufacturing, the balloon was 100% inspected for the following: fish eyes, crow¿s feet, deformation, gel spots and contamination; working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. During manufacturing, the crimp balloon component was 100% inspected for the following: balloon double wall thickness; defects and cosmetic appearance, foreign matter, impurity or contamination, fish eyes, and gel spots. The flex shaft was cut to length and inspected for mechanical damage, sharp/rough edges, and exposed metal/braid. The inflation balloon was 100% inspected for contamination. The crimp balloon to inflation balloon laser bond was 100% inspected for a smooth bond joint with no gaps between components, bubbles in the bond area, and burns. During the manufacturing of the delivery system, the balloon was 100% inspected for the following: the balloon size is inspected before the pleating and folding process; after pleating and folding is completed, the balloon is visually inspected. The device underwent 100% final inspection by manufacturing and quality for the following: the entire device was inspected for missing components, incorrect assembly, damage (e.g. Kinks, cuts), and contamination; the flex shaft working length was dimensionally inspected; the inflation and crimp balloons were 100% visually inspected for distorted/pinched folds, wrinkles/waviness, and fold lines. The flex and balloon catheters were 100% leak tested. After balloon catheter leak testing, the inflation balloon was inspected for damage. In addition, all lots are required to undergo product verification testing under a sampling basis. These instructions and inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Based on the provided imagery, the complaints for delivery system difficulty crossing prosthetic valve and difficulty with valve alignment were confirmed. The complaint for balloon leakage was unable to be confirmed. A review of the device history records (DHR), lot history, and complaint history revealed no indication that a manufacturing nonconformance would have contributed to the complaints. Additionally, a review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the reported events. Available information suggests that patient (tortuous anatomical path to prosthetic valve) and/or procedural (partially inflating valve prior to valve alignment, off label use) factors may have contributed the complaint events. Since the applicable device was not returned, it could not be determined if a manufacturing nonconformance contributed to the complaint events. Review of complaint history revealed that the occurrence rate did not exceed the april 2018 control limit for the ¿valve alignment difficulties¿ trend category; however, the occurrence rates did exceed the april 2018 control limits for the ¿difficulty crossing¿ and leakage¿ trend categories. Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified in the investigations at this time, no pra nor corrective or preventative actions were required.